Manufacturer narrative:
There was no patient involvement. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was unresponsive to touch after the machine was switched on during priming. There was no patient involvement. A sorin group field service representative was dispatched to the facility and confirmed the reported issue. Photos were taken of the touch screens and sent to sorin group (B)(4) for further analysis. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was unresponsive to touch after the machine was switched on during priming. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of livanova (B)(4). The customer states that the error was intermittent and did not return parts for investigation; the pictures were unable to be evaluated. A review of the DHR did not identify any manufacturing deviations or non-conformities relevant to the reported issue. No additional information provided. If additional information is received, it will be evaluated for reportability as required. The result of the investigation does not provide any evidence to determine a root cause for the reported event. Livanova has determined that a CAPA is not required, as there was no patient harm reported. Livanova will continue to monitor this issue for trends.